Manufacturer narrative:
The pump was received with a blank display due to a corroded lcd board. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the frozen screen due to the blank display. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a frozen screen from the insulin pump. The customer's blood glucose level was unknown. The customer will be sent a replacement pump.